Event description:
In 2007: the primary surgery was performed (plif l4-l5 for lumber canal stenosis). The non-stryker screws (aesculap) were used. The following month: during the follow up, it was found that the oic broke; however, it seems mostly the bone is fused, thus no revision is planned.

Manufacturer narrative:
Product is unavailable for evaluation. Additional information has been requested and if received, will be supplied on a supplemental.